Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had unexplained high blood glucose and dka. Customer was taken to the emergency room and was hospitalized. The blood glucose reading was 380 mg/dl. Customer stated that he was vomiting and dizzy prior to hospitalization. Nothing further was reported.